Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5, b7, d4.

Event description:
Edwards received notification that a patient with a 23mm aortic valve implanted in the aortic position has been placed under consideration for a valve-in-valve procedure after an implant duration of 2 years and 2 months due to degeneration leading to stenosis. The patient presented with aortic stenosis with gradients 37/21mmhg and eoa 1,4cm2. An avr with descendent aorta replacement due to aortic dissection type a was performed during initial surgery.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to d4, h4,h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that degeneration was observed on an 23mm aortic valve after an implant duration of 2 years and 2 months. The patient presented with aortic stenosis with gradients 37/21mmhg and eoa 1,4cm2. The patient was not re-operated at this time. An avr with descendent aorta replacement due to aortic dissection type a was performed during initial surgery.